Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported detachment issue. The embolization coil was detached from the pusher assembly and not returned for evaluation. Further evaluation revealed that the pusher assembly and the pull wire were fractured at the proximal end, the pusher assembly was kinked near its proximal end, and the pull wire was retracted from the pusher assembly ddt. These damages were incidental to the reported detachment issue and likely a result of the manual detachment attempted during the procedure. Based on the returned condition, the cause of the reported failure to detach during the procedure could not be determined. Evaluation of the returned handle revealed a functional device. During functional testing, the handle was tested with a handle test fixture and performed within specification. The handle was able to detach a demonstration smart coil without an issue. Penumbra coils and handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the reported complaint due to the return condition. This report is associated with MFR report number: 1.3005168196-2021-01533 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01533.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach after multiple attempts. The physician then attempted to manually detach the smart coil without success. Therefore, the smart coil and the handle were removed. The procedure was completed using new smart coils and a new handle. There was no report of an adverse effect to the patient.